Event description:
It was reported that during an infection / explant procedure (related manufacturer reference number: (B)(4)), extensions were cut and remain partially implanted.

Event description:
Additional information was obtained, revealing that both of the previously abandoned extensions were replaced via surgical intervention on (B)(6) 2025. It was further clarified that only the left abandoned extension was fully explanted prior to replacement, the right abandoned extension remains partially implanted in the anatomy. Therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.